Event description:
A consumer reported having a lens exchange performed two months following unilateral intraocular lens (iol) implant surgery due to glare and blurred distance vision. The report indicates a scratch was noted on the surface of the iol prior to the lens exchange. The consumer reports his vision is good following the lens exchange (20/20 distance). Additional information has been requested from the implanting surgeon.

Manufacturer narrative:
The complaint device associated with this report has not been received and it is difficult to confirm damage without evaluation of the physical product. Two photos of the patient's eye were provided for review. In one photo, the iol is not visible. In the second photo, there appears to be a mark across the center of the iol. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.